Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump at the time of the report and indicated they would call back when they were able to do so.